Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio 2 meter was reading inaccurately high compared to his feelings. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began at an unknown time on (B)(6) 2017. The patient stated that he manages his diabetes with insulin (unknown type; self-adjuster). As the patient is very physically active in his job, he takes less insulin than normal based on his meter results. He compensates for this extra activity by ingesting more food and drink to maintain his blood sugar levels. The patient alleged obtaining an inaccurate high result of ¿14 mmol/l¿ compared to their feelings and/or normal readings. Lifescan does not consider this to be a valid comparison. In response to the alleged meter issue the patient took 6 units of insulin. Approximately 1 hour after the alleged meter issue began the patient stated that he developed a symptom of hypoglycemia; "shaking". In response to this he self treated with more food and drink. Immediately after developing symptoms the patient tested his blood glucose on two other meters: bayer "2.6 mmol/l" and onetouch verio "8 mmo/l". During troubleshooting the csr confirmed that the meter was set to the correct unit of measure and that the test strips were stored properly and had not expired nor exceeded their discard date. The patient did not have control solution to perform quality control testing. Products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.